Manufacturer narrative:
The insulin pump was received with a button error alarm due to moisture damage on the keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 44 mg/dl. Troubleshooting for the button error alarm was performed. Customer advised they drank water from a fountain and some water spilled on them. Customer advised the buttons were unresponsive and they were unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.